Event description:
It was reported that the helix would not retract correctly prior to implant. The lead was discarded in the field and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.